Event description:
A patient was having a behavioral health episode. The violent wrist restraints were applied, and the patient was exerting strength. The violent wrist restraint was torn away from the secure strap by the patient wearing the restraint. The failed restraint was retained by the safety officer at our facility.